Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer powered up to an error and therefore the link electronic module board was replaced and calibrated. Analysis also found the left display latch was broken and that the programmer had old operating system software. The latch was replaced and the software reloaded. (B)(4).

Event description:
The programmer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.